Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to fail the electrical testing. The device gave an over temperature alarm after power on. The issues were addressed by replacement of the heater components and the main printed circuit board. The cause of the issues were not confirmed.

Event description:
It was reported the device gave an "over temperature" alarm and a "power supply" check. No adverse effects reported.